Manufacturer narrative:
(B)(4). One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. There was shadowing on the fiber face which was consistent with a minimal amount of light traveling to within the sma connector, this indicated that the fiber was broken within connector. Although there was a break in the fiber within the connector, the aiming beam was seen clear, bright and round with effective transmission of 30.4%. Functional analysis revealed that the attach laser fiber message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was dornier 20w. According the complainant, during the procedure and inside the patient, there was no energy coming out from the fiber. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition of the procedure was reported to be fine.